Event description:
On june 6, 1992, an intertech, inspiron vaporphase humidifier, model 9300, s/n 2003, was used in a CPAP setup on a female infant when it alarmed at 11:30 a.m. An immediate check of the system by the nurse noted that the temperature on the vaporphase was 46 degrees. The system was trouble shot revealing no apparent problem. The infant's oxygen saturation then dropped at which point the nasal 02 was removed and the infant was suctioned for serious secretions. When her face was wiped after suctioning it was noted that the skin in the area of the nasal CPAP prongs was wiped away. The infant sustained first and second degree burns under the nasal prongs and in her nares and required higher fi02a to maintain adequate oxygenation. She intubated and placed on a venetilator at which point she became stablized at 40% fio2. The infant is now off the ventilator but her skin is not healing well may arequire plastic surgery. Prior to the incident, this three week premature, 1 day old infant had been in fair condition requiring CPAP for adequate oxygenation. It is possible that she may have progressed to needing intubation even in the absence of this eventdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, telemetry failure, heater, led - light emitting diode, alarm failure. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, user education provided, other. Invalid data - on device destroyed/disposed of status.